Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. A supply change was performed and an additional occlusion alarm occurred. The customer's blood glucose (bg) levels was over 400 mg/dl. The customer reverted to manual injections to address the bg level and for insulin therapy. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.